Manufacturer narrative:
The reported event was resolved by updating the patients phone number in merlin.net in order to receive the activation code. There were no anomalies found with the implanted device.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair due to a possible bluetooth malfunction. Programming changes were made and the pairing was restored. Patient condition was stable.